Event description:
It was reported to minimed that the customer experienced hyperglycemia and elevated ketones/diabetic ketoacidosis. The customer has also alleged the transmitter charger has red light. The customer reported blood glucose value of 600 mg/dl. The reported hyperglycemia was treated with IV insulin drip and insulin pump from the assistance from ambulance, hospitalization. The reported elevated ketones/diabetic ketoacidosis was treated with IV insulin drip from the assistance from ambulance, hospitalization. Symptoms witnessed at the time of hospitalization: unconscious, feeling sick/unwell, tired/weak. The event involved products mmt-1884, mmt-242a, mmt-332a, mmt-7040a and mmt-7715. Troubleshooting was partially performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer has not used the smartguard/auto mode of the insulin pump at the time of reported event. No further patient complications were reported. Troubleshooting was performed for transmitter charging. Confirmed no visible damage to charger battery spring or connector pins. Charger led light blinks red every 2 seconds after battery was replaced. Charger led light may not be working properly. No product return is required for mmt-1884, mmt-242a, mmt-332a, mmt-7040a. Mmt-7715 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.